Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported bilateral device rupture, diagnosed by patient's physician with an ultrasound. This record relates to the left side. The device remains implanted.

Manufacturer narrative:
Visual device analysis: "visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device."

Event description:
Patient reported left side device rupture, capsular contracture baker grade iii diagnosed by patient's physician with an ultrasound, and "it is not yet clear whether I have alcl." The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued date of birth (a.2): ni/ni/1989 (only year was provided). Continued date of occurrence (b.3): (B)(6) 2022 (for capsular contracture baker grade iii) photo evaluation: visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient reported left side "it is not yet clear whether I have alcl. As soon as I know more about it I will let you know", "capsular contracture baker grade iii and ... Rupture" confirmed by unknown diagnostic testing. The device has been explanted and replaced.